Event description:
The customer reported, the touch panel at the monitor cart did not boot up. They tried to reboot the system, but was unsuccessful. The customer pushed the x-ray switch and the flouro images displayed on the monitor, but the touch panel did not work. No pt injury could not be reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.